Manufacturer narrative:
Complaint confirmed, the device broke off from the mating instrument. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
It was reported by the sales rep that the 0826-000 broke during a procedure. No additional information provided. Further information requested. Additional information provided 6/9/21: procedure being performed was retrograde femoral nail for a distal femoral fracture. The device broke when the surgeon was malleting it lightly upon insertion of the nail. The device was removed and the case was completed by using a longer impactor cap that come in the magellan tray.